Event description:
The customer reported that quality control material test results (recovery) were outside of established ranges when using tacrolimus reagent lot ga4170 on a dimension exl 200 analyzer. One patient sample was repeated four times with non-matching test results. It is unknown if the results were reported to a physician or which result is correct. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states (ous) customer contacted siemens to report that quality control material test results (recovery) were outside of established ranges when using tacrolimus reagent lot ga4170 on a dimension exl 200 analyzer. A non-siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced the lamp, aligned the photometer, cleaned the windows, performed photometer alignment and alignment of the r2 probe to the hm wheel (horizontal alignment). The cse was advised by siemens remote service consultants (rsc) to perform additional troubleshooting of vertical alignment of the r2 probe to the heterogenous module (hm) target, sample probe alignment to the hm wheel, check the alignment of hm vessels to the vessel loader and ensure that the magnet is not recessed. Siemens is investigating the event.

Manufacturer narrative:
The initial MDR 2432235-2024-00037 was submitted to the FDA on 22-feb-2024. Additional information (18-mar-2024): siemens was unable to obtain additional information about this event from the customer. The cause of the quality control material test results recovering outside of the established ranges when using tacrolimus reagent on a dimension exl 200 analyzer is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Corrected information: the initial MDR and this supplemental MDR were submitted using an incorrect MDR number prefix ((B)(4)). Refer to MDR 2517506-2024-00104 filed on (B)(6) 2024.